Event description:
Caller reported a tandem mobi cartridge alarm, and there was no adverse impact to the customer's blood glucose level. The issue was confirmed as a past event, and the customer was unable to reload the original cartridge but successfully loaded a new cartridge and resumed insulin therapy. The issue was resolved, and no further actions were needed.